Manufacturer narrative:
Image review: two still images were provided by the account. The images confirm gaping visible on the stent cell possibly due to the bend in the vessel. (B)(4).

Event description:
The physician was attempting to use an assurant cobalt device to treat a lesion in a subclavian artery. Upon deployment the stent cells appeared to be deformed and causing vessel prolapse through the stent cells. No patient injury reported.